Event description:
It was reported that during the procedure, difficulty was encountered while advancing the coil from the microcatheter into the aneurysm. The physician removed the coil and found it had partially separated from the detachment zone while inside the patient anatomy. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection the main coil was kinked at the detachment zone. No other anomalies were noted. During functional inspection, the coil was prepped per the dfu and some friction was noted in the microcatheter. The reported coil premature detachment was not confirmed. In case of this complaint, there were no anomalies noted to the coil prior to use and the device was prepared as per the direction for use (dfu). The main coil was not prematurely detached from the delivery wire, the main coil was kinked at the detachment zone which was likely perceived as being prematurely detached; therefore, an assignable cause of not confirmed was assigned to the as reported issue main coil prematurely detached/separated. It is highly unlikely that kinked main coil at the detachment zone may contributed to and/or cause any patient injury; the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, difficulty was encountered while advancing the coil from the microcatheter into the aneurysm. The physician removed the coil and found it had partially separated from the detachment zone while inside the patient anatomy. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.